Manufacturer narrative:
Per the clinic, the patient developed an infection at the implant site (date not reported) and subsequently was treated with oral antibiotics (date and duration not reported).

Event description:
Per the clinic, the patient experienced an infection (site of infection not confirmed), granulomatous tissue surrounding the receiver/stimulator and no connection to the internal device. The device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.